Manufacturer narrative:
Manufacturing site evaluation: associated medwatch-reports: 9610612-2019-00391, 9610612-2019-00392. The components were forwarded to exponent for evaluation: batch history review: because the batch of the pe- inlay (sw965) is further on unknown, a batch history review is not possible. The manufacturing documents of the other components (sw970k / sw971k) has been checked and found to be according to specification valid during the time of production. There are no further complaints with the known lots at hand. Conclusion and root cause: the root cause for the problem is most probably usage and / or patient related. Rationale: because there is only minor information available, a definitive root cause analysis is not possible. Following causes are possible: wrong system configuration selected by the user. Wrong implant size chosen by the user. End plate formed too strong by the user. Design layout unsuitable. Inadequate patient behaviour. The investigation at "exponent" did not reveal any product deviations. A material defect or manufacturing error can be excluded. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
A patient was initially implanted with activl spinal replacement products on (B)(6) 2019; she was implanted with 2 spikes and 1 inlay. The bone quality was reported as fair and the surgical site as normal. Postoperatively, the patient's activity level was noted as normal. A vertebral body fracture occurred which caused the implant to migrate. A revision surgery was planned and performed on (B)(6) 2019 in the l4/l5 area. During the surgery, the implant was pulled out with the surgical instrument, a kocher. There were no complications during the procedure. The implant had been comprised of 3 components, which were all retrieved at that time. The treatment during revision was fusion and anterior lumbar interbody fusion (alif). The patient's primary diagnosis had been back pain and a medical history of no known metal sensitivities. No further information was provided but has been requested. Photographs were taken but not received.